Event description:
It was reported the customer's buttons were unresponsive on their insulin pump. Customer stated there was an absence of a clicking noise when pressing their buttons. Customer also stated they would have to press the bolus buttons several times when attempting to deliver a bolus. The customer also stated they were unsure if they received the correct amount of insulin. Customer's blood glucose was 111 mg/dl. The customer was able to confirm their drive support cap was not sticking out. It was also found the customer was able to navigate through the rewind sequence. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had unresponsive buttons noted due to flattened dome switch. No further tests could be performed due to unresponsive buttons. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.